Event description:
It was reported that during a lead revision procedure on (B)(6) 2025, the l5 lead broke & fragmented while being pulled out of the generator. The procedure was extended for removal of lead fragments and replacement of the lead. The physician confirmed via microscope that all of the lead fragments were removed from the anatomy. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.